Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding for variceal bleed procedure performed on an unknown date. During the procedure, neither of the bands deployed, and everything became entangled. The process was performed using another speedband superview super 7. The photos submitted by the customer shows that the bands were entangled together. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding for variceal bleed procedure performed on an unknown date. During the procedure, neither of the bands deployed, and everything became entangled. The process was performed using another speedband superview super 7. The photos submitted by the customer shows that the bands were entangled together. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, during the visual inspection, it was observed that the handle slot showed no evidence of the trip wire being secured. Also, the ligator housing had 6 bands, some of them overlapped and broken and the ligator housing teeth returned damaged. During the media inspection, the attached photos showed that the bands were unable to deploy, were overlapped and broken, and the ligator housing teeth were also damaged. The reported event of bands unable to deploy was confirmed. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the deployment of the bands, as improper securing of the trip wire prevents it from working correctly with the handle once the ligator housing is installed on the scope. The marks on the ligator housing teeth implies that the device may have been used with too much force, leading to the teeth getting damaged, or this could be attributed to the way the physician was entering the device through the patient, getting the teeth damaged and also affecting the functionality of the handle when deploying the bands. The technique used by the physician during the procedure was the reason why the bands ended up getting damaged. Based on all gathered information, the probable cause selected is failure to follow instructions.

Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed that the bands were unable to deploy, overlapped and broken, and the ligator housing teeth were also damaged. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed. Upon analysis on the provided photos, it showed that the bands were unable to deploy as the bands overlapped and broken, and the ligator housing teeth were also damaged. Due to lack of evidence and without proper evaluation of the device since the device was not returned for analysis, it did not identify any evidence of either the alleged problem(s), in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding for variceal bleed procedure performed on an unknown date. During the procedure, neither of the bands deployed, and everything became entangled. The process was performed using another speedband superview super 7. The photos submitted by the customer shows that the bands were entangled together. There were no patient complications reported as a result of this event.